Event description:
Proximal neck contained a significant amount of thrombus. The contralateral pull wire caught on the hooks of the superior attachment system upon jacket retraction. Resolved with a guide catheter. Jacket retraction was difficult but was resolved. Unable to advance contra wire.